Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The product has been discarded by the customer; therefore no product evaluation will be submitted. Report 3 of 6 see 1920664-2016-00209, 00210, 00212, 00213, 00214.

Event description:
The user facility in (B)(4) reported the vitrectomy cutters did not cut well. The doctor replaced them with stand alone cutter (bl5625) and this one worked well. No patient injury reported.